Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedances on the right ventricular (rv) lead measuring 2000 ohms. It was also noted that there was an increase in pacing thresholds. Technical services discussed possible causes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedances on the right ventricular (rv) lead measuring 2000 ohms. It was also noted that there was an increase in pacing thresholds. Technical services discussed possible causes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range impedances on the right ventricular (rv) lead measuring 2000 ohms. It was also noted that there was an increase in pacing thresholds. Technical services discussed possible causes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.